Event description:
The customer reported that the unit is leaking cidex. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution spill - capital equipment, evaluated at customer site. The fse replaced the disinfectant reservoir and tested the unit.